Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users were unable to issue medication. A technical support specialist remoted into the system and observed that the customer was repeatedly entering the validation code but was unable to pull out the medication. Then suggested that the issue might be due to the medication being expired. While the customer was calling another employee to witness an override, the employee clicked on the background screen and was able to issue the medication directly from the medication order screen. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, users were unable to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.